Event description:
It was reported that during the implant procedure, this right ventricular (rv) defibrillation lead exhibited abnormally high impedance measurements. The lead was positioned but the impedance issue could not be resolved. The lead was not implanted. A request was made to know if it was the pacing impedances or shock impedances that were high, and to know the actual measurements to determine if they were out-of-range. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated if the lead or additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high impedances observed at the implant procedure.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated if the lead or additional information is received.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) defibrillation lead exhibited abnormally high impedance measurements. The lead was positioned but the impedance issue could not be resolved. The lead was not implanted. A request was made to know if it was the pacing impedances or shock impedances that were high, and to know the actual measurements to determine if they were out-of-range. The lead was expected to be returned. No adverse patient effects were reported.